Manufacturer narrative:
A manufacturer representative went to the site to service the imaging system. It was discovered the digital intercommunication of medicine (dicom) were missing. All of the navigation system information was then entered and communication between the imaging and navigation systems returned. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the imaging system would not communicate with the navigation system. This issue was noted outside of a procedure, and there was no patient involvement.